Manufacturer narrative:
A root cause for the reported event is the patient¿s known medical condition of thrombophilia based upon the review of all reports. The manufacturing records were reviewed and it was confirmed that all records were controlled, available for review, and met specifications prior to release. Thromboembolic events are a recognized risk factor for mechanical heart valve replacement. The risk management file thoroughly identifies the process and product hazards for approved indications. Each individual hazard is mitigated and reduced as low as possible by design and process. There is no indication that an error or deficiency occurred at on-x life technologies, inc. And the IFU adequately communicates risk. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the initial report, implantation of an on-x mitral valve 25/33 in a 48 year old female patient on (B)(6) 2019. Approximately one week after implantation while the patient was receiving high doses of heparin, the on-x valve has been explanted and replaced with a biological prosthesis due to thrombus formation. The patient has been diagnosed with thrombophilic predisposition. The patient is stable. No additional information after multiple attempts went unmet.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the initial report, implantation of an on-x mitral valve 25/33 in a (B)(6) female patient on (B)(6) 2019. Approximately one week after implantation while the patient was receiving high doses of heparin. The on-x valve has been explanted and replaced with a biological prosthesis due to thrombus formation. The patient has been diagnosed with thrombophilic predisposition. The patient is stable.